Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure. The explanted ipg device was not returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure. The explanted ipg device was not returned.